Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that after turning the device on, when you try to enter in any menu, it turns off. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power while in docking station. The device remains powered on when undocking and docking while device is powered on; however, the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a few seconds. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The instrument board was replaced and the unit functioned as designed.